Manufacturer narrative:
Updated data: h2 h3 h6 image review: pre-implant computed tomography (CT) imaging was provided. Possible left atrial appendage thrombus vs. Inadequate contrast filling. Large annulus measured with a perimeter of 95.8 millimeter (mm) and a perimeter derived diameter of 30.5 mm. Calcium seen in aortic annulus below left coronary cusp (lcc), extending approximately 2.5 mm below basal plane. Aortic valve is trileaflet with mild to moderate calcification. Plaque/thrombus seen in descending aorta, proximal to left subclavian artery. No dissection seen in aorta. Bulge/outpouching seen in abdominal aorta. Aortic root angulation is 41°. Intraprocedural fluoroscopic images were provided for review of the event. Coronary angiogram was performed prior to the valve implant attempt. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. It was reported that the delivery catheter system was advanced successfully the first time, but due to misorientation of the hat marker, the delivery catheter system was pulled back to the descending aorta to adjust the hat marked. Images of the advancement attempt around the aortic arch were not captured for review. There is evidence that the delivery catheter system was adjusted in the descending aorta as the hat marker is seen being repositioned. The subsequent attempt to advance was also not captured. It was reported that the guidewire was exchanged for a lunderquist guidewire and that a buddy wire was used in the efforts to advance the delivery catheter system. An angiogram of the aortic arch reveals a possible dissection near the left subclavian artery. There is limited fluoroscopic evidence to determine the cause and onset of the aortic dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34, the valve reoriented itself with the hat marker in the inner curvature while progressing into the ascending aorta. The physician attempted to retrieve and readjust the orientation of the prosthesis, but recrossing the arch was not possible due to excessive resistance. A guidewire exchange to lunderquist and buddy wire from the contralateral side was attempted but was ineffective. Angiography revealed that the guidewire was not completely in the aorta, with a small portion in a false lumen created by the delivery catheter system (dcs) crossing the arch. The valve was retrieved completely from the patient, and an intravascular ultrasound of the arch was performed, revealing a subintimal dissection with no further complications. The procedure was concluded without any impact on the patient. Additional information was received indicating that it's difficult to know exactly when the dissection occurred during the procedure. According to the reporter, the first arch crossing was successful but with the opposite orientation of the dcs, the retrieval of the dcs was fine but the final attempt to recross the arch was unsuccessful. Additionally, it was noted that the outer layer of the artery wasn't damaged, so no treatment was provided and the patient was fine. It was also noted that a computed tomography (CT) scan showed a possible ulcerated plaque in the apex of the arch, posterior to the carotid arteries, which may have contributed to the injury. And it was clarified that a non-medtronic safari xs guidewire was used before the attempted exchange to the non-medtronic lunderquist and buddy wire.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012284164); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34, the valve reoriented itself with the hat marker in the inner curvature while progressing into the ascending aorta. The physician attempted to retrieve and readjust the orientation of the prosthesis, but recrossing the arch was not possible due to excessive resistance. A guidewire exchange to lunderquist and buddy wire from the contralateral side was attempted but was ineffective. Angiography revealed that the guidewire was not completely in the aorta, with a small portion in a false lumen created by the delivery catheter system (dcs) crossing the arch. The valve was retrieved completely from the patient, and an intravascular ultrasound of the arch was performed, revealing a subintimal dissection with no further complications. No treatment was reported the procedure was concluded without any impact on the patient.